Event description:
Additional information received reported that the cause of the event was irritation where the battery was implanted. A surgical intervention took place and a revision occurred on (B)(6) 2011. Symptoms associated with this event included pain where the battery was located.

Event description:
The pt reported that her implantable neurostimulator turned on while she was at the (B)(4) in (B)(6). She noted that the store did not have any security gates. Add'l info has been requested, but was not available as of the date of this report. A follow-up report will be sent if info becomes available.

Manufacturer narrative:
(B)(4).